Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customers blood glucose (bg) meter read 270 - high. Bg level was addressed with a correction bolus via the pump. Reportedly, the customer changed pump supplies to address the issue.